Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became cracked. Reportedly, the touchscreen no longer illuminates. Customer's blood glucose levels were not impacted. Contact stated that they will continue to use the pump for insulin therapy.